Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that the eyelet disengaged from the anchor (ar-2923ps, lot 10318889) once fully inserted. The piece broke of inside the patient, but was retrieved from the patient. There was no harm or adverse event for patient, operator or third party reported. The arthroscopic labral stabilization shoulder surgery was finished successfully with the same device anyway. The surgeon had to switch the surgical technique to a 3mm suturetak. It was not necessary to do a second surgery.